Manufacturer narrative:
Product evaluation : the lens was returned in the lens case. Solution and a small amount of blood was dried on the lens. Scratches are observed on the optic posterior surface. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Based on the information provided the root cause may be unrelated to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, there is a need to perform an anterior vitrectomy. The iol was inserted and removed during the initial procedure, as it had no support and the lens was turned back. Additional information was provided that the retina specialist performed a posterior vitrectomy and implanted an iol two days later.